Manufacturer narrative:
(B)(4).

Event description:
The reporter stated the surgeon implanted a 12.0mm (B)(4) implantable collamer lens in the pt's left eye on (B)(6) 2003. A cortical lens opacity was observed on (B)(6) 2010. Subsequently, there was low vault. On (B)(6) 2011 cataract surgery was performed and the icl lens was removed. A intraocular lens was implanted.